Manufacturer narrative:
Evaluated 5 open or used reservoirs. Performed pre-fill reservoir test per (B)(4). Found reservoirs no leakage anomaly when removing the plungers, performed manual test per (B)(4) appendix g and found plungers easy to release from stopper-plungers. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the reservoir had when filling she pulled the plunger and the insulin came out. Customer's blood glucose level was unknown. Customer stated that they when removing the plunger the black o-rings came out and the insulin spilled from the reservoirs. The reservoir will be returned for analysis.